Event description:
It was reported that several physicians are experiencing difficulty when advancing the spring wire guide (swg) through the needle. When this occurs most times they have to remove the swg, at which time, the swg is uncoiled and bent. As a result, they are having to open a second kit. They are alleging this is an ongoing issue and has been happening over the last month.

Manufacturer narrative:
(B) (4). Sample was not returned for evaluation.